Manufacturer narrative:
Technical investigations performed by the abbott its (informatics technical specialist) revealed that a value of "0" had been inadvertently carried over from an earlier qpl template version, where the parameter was defined as a numeric (float) type. In the updated version, the parameter was redefined as alphanumeric, enabling the field to be left empty (null) instead of requiring a default numeric value. The abbott its recompiled the qpl using the corrected template value. No deficiencies were identified for the middleware. Device history record review revealed that there were no nonconformances or potential nonconformances related to the issue described in the current complaint. A review of the labeling addresses the customer¿s issue. Trending review did not identify any trends. Based on the investigation, no systemic issue or product deficiency was identified for the aliniq ams software version 3.02, list 03r89-63.

Event description:
The customer reported an issue with the aliniq ams software base, version 3.02. The customer stated a patient sample with an icteric index of > 711.999 should have triggered the hil indices rule to generate and ict comment in place of the result and hold the result. This was not being performed for the potassium test; therefore, the potassium result with a high icteric index was not being held, and the result was reported out of the lab. The sample ID provided was (B)(6), however no specific test results were provided. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an issue with the aliniq ams software base, version 3.02. The customer stated a patient sample with an icteric index of > 711.999 should have triggered the hil indices rule to generate and ict comment in place of the result and hold the result. This was not being performed for the potassium test; therefore, the potassium result with a high icteric index was not being held, and the result was reported out of the lab. The sample ID provided was (B)(6); however, no specific test results were provided. There was no impact to patient management reported.